Manufacturer narrative:
Upon evaluation, it was found that an electrical continuity error (error code e315) occurred due to water invasion in the scope connector. The error code was evident when the endoscope was connected to the stack system. On further investigation the plug body was dismantled, and the moisture indicator had been triggered evidencing fluid ingress within the plug body. A comprehensive leakage check was completed, no leaks were evident. Additionally, the following faults were found: light cover glass was chipped, the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was lifting, the insertion tube protector was split, and the up angle, down angle, left angle, right angle, up/down angle play, left/right angle play were out of specification. The technical evaluation did not confirm the customer specified fault. It was stated that the error code and fluid ingress most likely cause was user handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that the evis lucera elite colonovideoscope had lines across the screen. Upon inspection and testing of the customer returned device, it was observed that there was water invasion. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts, and resulted in the displayed error message (e315). The event can be detected and prevented by following the instructions for use (IFU) which state: "inspection of the endoscopic image." "When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.